Event description:
It was reported that vns patient¿s device showed high impedance and that the generator had migrated from the original implant location. The patient was referred for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem; corrected data: information from clinic notes was inadvertently not included in supplemental report 01.

Event description:
Additional information was received indicating that the patient's device was interrogated on (B)(6) 2015 and the provider noted that "impedance is above 2000." No specific dc code has been provided to date. The patient underwent surgical intervention for both device migration and high impedance evaluation. It was stated that the intervention for device migration was for patient comfort and not to preclude a serious injury. The patient's pocket position was revised to address the generator migration. Pre-operative diagnostics performed on the patient's device indicated normal lead impedance. Pin insertion with the patient's original generator was evaluated but no anomalies were noted. Intra-operative impedance measurements with a new device also indicated normal lead impedance. Based on the normal lead impedance measurements, the surgeon elected not to replace the patient's lead. The patient's original generator was explanted and replaced prophylactically. The explanting facility discarded the explanted device; therefore, no analysis can be performed. No additional relevant information has been received to date.

Event description:
Further follow-up revealed that no x-rays are planned. It was reported that there was no patient manipulation or trauma that occurred that is believed to have caused or contributed to the high impedance or device migration. No additional relevant information has been received to date.